Manufacturer narrative:
The patient sustained a puncture wound to the lateral left calf area. Medical treatment included closure of the wound with 152 sutures. Ongoing wound care includes rinsing with saline, followed by an antibiotic ointment and a gauze dressing daily. The facility maintenance stated that the left foot section edge guard was missing and he replaced it. Hill-rom technician confirmed at an onsite visit that all edge guards are currently in place. The injury meets the criteria of a serious injury. Per the hillrom service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: connectors where the bed sections bolt together; tighten as necessary. Siderail latching mechanisms. Caster braking systems. Edge guards; make sure that edge guards are not broken or loose. Only remove an edge guard that is damaged or loose. If the bed is used without the edge guards, personal injury can occur. A search of the hillrom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom technician that inspected the bed found that all edge guards are currently in place. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating a patient cut their leg on the frame of the bed. The patient required 152 sutures and daily wound care. The bed was located in (B)(6) at the account. This report was filed in our complaint handling system as complaint #(B)(4).